Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that cadd administration set would not prime via cadd pump. Attempted two times, released cassette, rehooked up with no success. No patient injury was reported. No patient information is requested/ entered as this is considered confidential in canada

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-09289. The report was submitted in error.